Manufacturer narrative:
Age at time of event: above 18 years and older. Device is a combination product.

Event description:
It was reported that stent damage occurred. After unpacking, it was noticed that the stent strut of a 2.50x12mm promus element plus drug-eluting stent was lifted up so it failed to cross the lesion. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable.